Event description:
In 07/04 that a customer had a problem with a peritoneal chatheter. The customer reports of a tear in the perionteal dialysis catheter where the plastic adapter ends inside the actual catheter.